Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the device was heavily contaminated and when it was switched on, it was noticed that the display was dim. The reported event was reproduced. However, nothing was noticed during internal check. The air sensor and the display were replaced and sent back to brézins for further investigation. The defective display was traited through. Once in brézins, the air sensor can't be tested, because the connector was damage, likely due to mishandling while parts are being changed during repairs. As it was noticed that the preventive maintenance was well overdue we cannot exclude a random issue due to a poor calibration value or other unknown cause that would be linked to a lack of maintenance. Due to the lack of maintenance and as per IFU recommandations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.

Manufacturer narrative:
N/a

Event description:
The following has been reported: air bubble customer reported an air bubble. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.